Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was over 500 mg/dl. The customer's mother had difficulty troubleshooting because it seemed like the insulin pump would deliver insulin, then stop. She declined to return the infusion set and reservoir for analysis. She advised that the customer would treat with manual injection. She stated that she was unable to troubleshoot and was advised to perform a complete set change as soon as possible. Nothing further reported.